Event description:
It was reported that during a scheduled thyroidectomy, "the anesthetist noted the nerve monitoring emg et tube had lost its signal, noted by a red "x" that appeared on the monitor. The procedure was successfully completed with a new tube." The tube worked properly at the beginning and then the signal got lost. It was reported there was no consequence to the patient.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). Method codes: the manufacturer's device analysis results: the device was received by the quality engineer in a decontamination bag labeled "biohazard." No original packaging or labeling was returned. The tube was reported to be an 8229965 int l emg endotracheal tube, 6.5mm. The size was confirmed by the stampings on the inflation balloon, "6.5mm." This item has a flex circuit with non-wire electrodes. Often these electrodes lose some conductivity during decontamination processes prior to being returned for evaluation. Maximum resistance from electrodes to pins: 20 ohms. The resistance was measured with a fluke 21 multimeter. Resistance for the blue electrodes measured at 16.4 ohms and 19.1 ohms. Resistance for the red electrodes measured 15.1 ohms and 16.6 ohms. Open circuits were found between all pins. The cuff was tested for leaks by inflating cuffs with 20 ml air and submersing in water. No air bubbles were seen, and the cuff held its shape. The complaint reported "anesthesiologist noticed a loss of signal (red x on the control screen) and declared the tube was damaged." This tube met all specifications for electrical conductivity and the complaint could not be duplicated. Device description the medtronic emg endotracheal tube is a flexible pvc endotracheal tube with an inflatable cuff. The tube is fitted with electrodes on the main shaft of the endotracheal tube. Intended use / indications for use: the emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Warnings: emg tubes: avoid insertion of a suction tube or stylet in a tube that has been distorted by biting or other forces. This may further damage the tube and block the airway. Do not use local anesthetic gels or creams to lubricate the tube or apply topical anesthetic sprays on the vocal cords. The use of paralyzing anesthetic agents or neuromuscular blockers will significantly reduce, if not completely eliminate, emg responses to dir ect or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Recommendations: a spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Prior to insertion, inspect the tube for damage to the tube, cuff or monitoring connections. If damage is observed, replace with another emg tube.